Event description:
It was reported that the insulin gauge was inaccurate and static. There was no reported adverse impact to the customer¿s blood glucose level. The customer was provided education from tandem technical support on the cartridge load process.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.